Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt discomfort during ventricular pacing. It was noted that the right ventricular (rv) lead exhibited high pacing thresholds. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.